Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation as it remains implanted in the patient. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a bioprosthetic mitral valve, implanted for approximately six (6) months, underwent a redo-mv repair due to partial dehiscence. Approximately two (2) months post-implant of the valve, the patient underwent an inguinal hernia repair and required an indwelling foley's catheter. The patient presented six (6) months after the valve implant with hematuria, new onset of jaundice and hemolytic anemia. The patient was admitted with hematuria and new onset jaundice and new hemolytic anemia. Tee showed severe paravalvular mitral leak, which was likely cause of the hemolytic anemia. The mitral valve was dehisced along its posterior annulus and this was repaired with multiple pledgeted everting sutures. There was no evidence of infection on the mitral valve noted. Post-op tee revealed mild central mitral regurgitation. Post-operatively the patient was noticed to have episodes of 1st and 2nd degree heart block. He was noted to be in av dissociation with junctional escape. On pod #13, a ppm was placed without complication. The patient also underwent a redo avr due to endocarditis and tricuspid valve repair for severe tricuspid regurgitation. He tolerated the procedure well. The patient was transferred to a skilled nursing home in good condition on pod #19.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.